Event description:
During a bilateral procedure during tibial preparation the pt's left tiba was burred differently than planned. The reading of 5.6mm is indicative of a registration shift on the tibia and indicated movement of the pt's tibial array which would validate the tibial bone registration. The case concluded successfully.

Manufacturer narrative:
The malfunction occurred during use of the product, surgeon indicated that the surgery completed successfully.